Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 additional information was received from a company representative who indicated the stalled pump was explanted and a new pump was implanted. The type of baclofen and lot number was unknown as well as other medications taken at the time of the event, diagnosis for use for the infusion system, and the patient's medical history.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# 0203963872, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(4) regarding a patient receiving an intrathecal unknown drug via an implanted pump. The implant date was reported as approximate. The indications for use were not reported and other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s medical history was noted as ¿none¿. On an unknown date during normal use, the patient experienced a motor stall and the issue was identified when the physician interrogated the device. They tried to interrogate twice to wake device up from telemetry mode. Interventions/actions taken included escalating to technical support. The issue was not resolved at the time of this report and the patient¿s status was unable to be obtained. Surgical intervention did not occur and it was unknown if it was planned. Additionally, pump logs were provided and the patient¿s device was interrogated and examined on (B)(6) 2016 (last change (B)(6) 2016) and the patient was receiving intrathecal baclofen 250 mcg/ml (dose 74.93 mcg/day) and morphine 10 mg/ml (dose 2.997 mg/day) via the implanted pump. The new pump setting as of (B)(6) 2016 showed no change in the daily dose. The logs provided showed a motor stall occurred on (B)(6) 2016 at 05:39 and recovered on (B)(6) 2016 at 06:20; a motor stall occurred on (B)(6) 2015 at 18:39 and recovered on (B)(6) 2015 at 18:44; a stall again on (B)(6) 2015 at 19:00 with a recovery on (B)(6) 2015 at 19:55; a stall on (B)(6) 2016 at 03:26 with ¿stopped pump period may exceed tube set¿ on ¿(B)(6) 2016¿ at 03:26. On 02/12/2016 additional information was received from the rep indicated the ¿stopped pump period may exceed tube set¿ error message occurred. No MRI occurred but the physician did double interrogation as per MRI guidelines to see if rectified. Still the same message and the patient experienced a return of symptoms (back pain) two days ago. The physician prescribed oral medication to prevent withdrawal. It was further reported by the representative on 02/15/2015 ¿two motor stall, second one not recovered, tube set alarm given, and pump would be revised¿. Drug information (the type of baclofen and lot number), the patient¿s diagnosis for use for the infusion system, pertinent medical history, other medications the patient was taking at the time of the event, and actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information and to clarify what was meant by telemetry state, resolution, and product status. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative reported that the reported telemetry mode meant the stalled state of the pump. There was no evidence of safety rate/safe state or a pump reset.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear wheel 3. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.